Event description:
The customer reported that there was no alarm; there were no sound signals. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device, and the reported issue was not confirmed. The device alarmed and made sounds correctly. The brt confirmed that the speaker failure message appeared in the alarm history, so the device required replacement of the speaker. Philips was unable to replicate the reported problem of no sound. The reported problem was not confirmed. The device was operational after replacing the speaker. E1 reporting address state: (B)(6). E1 reporting insitution name: (B)(6).